Manufacturer narrative:
G3: 03feb2020 b4: (B)(6)2020 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported an internal battery failure. There was no patient involvement. Technical support provided remote support. The customer reported that the battery voltage was below the threshold. The customer reported that replacing the power management printed circuit board assembly resolved the problem.